Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states during routine placement of a permacath, an air embolus was encountered, despite the use of the sheath with the reflux guard. The sheath was appropriately set up, with the reflux guard active before threading onto the wire. Once the sheath was in position, the internal dilator and wire were pulled out leaving the sheath. A gurgling sound was heard coming from the sheath, at which point the operator's finger was placed over the sheath opening. The permacath was threaded into the sheath. Fluoroscopic images demonstrated air within the right atrium and pulmonary trunk. The patient was placed right side up. During this time the patient's vitals were stable. The embolus resolved after 10 minutes.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.